Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone primary breast reconstruction with a 475cc mentor smooth round spectrum saline breast prosthesis on the left breast, suffered a burning sensation that begins on the left shoulder, down the underarm, and sometimes on the neck area, post-procedure. The patient describes the complication as uncomfortable. The patient has consulted with their primary health care physician and a cardiologist. The patient has also undergone an echo test and stress test, which they reported to have normal results. The patient attributes the burning sensation to the implant due to the length of time it has been implanted. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.